Event description:
Customer reported erroneous complete blood count (cbc) test results were obtained when using a coulter lh 780 hematology analyzer. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 3 events reported by this customer.

Manufacturer narrative:
Sample information was not provided. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Raw data analysis revealed no instrument malfunction. The field service engineer verified the instrument. Root cause is unknown, however, maybe specimen (sample or mixing) related. The erroneous test results were flagged with an instrument generated flag for "r". An "r" flag signifies that the operator should review the result per laboratory policy. The parameter recovery pattern was typical of sampling a poorly mixed sample, lower white blood cell and platelet counts, and higher red blood cell count and hemoglobin. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This issue was reported in 2010 as MDR 1061932-2010-00001. During the retrospective review, it was determined that one additional MDR was required to be filed for the event that occurred on (B)(6) 2009. This MDR represents 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: MDR 1061932-2010-00001.